Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve in the aortic position, when removing the delivery system, they noticed resistance at the esheath. When the physician fluoro the area, they noticed the balloon was stuck at the end of a "teared" esheath. They removed everything as one unit, however there was a perforation at the puncture site. The physician ballooned the vessel, and it was successfully fixed. The valve was deployed successfully, and the patient is stable.upon follow up, the fcs advised that the esheath had a liner tear. The damage occurred at the end of the procedure. There was no difficulty encountered during insertion or removal of the esheath. There was difficulty removing the delivery system into the esheath. The damage was located at the esheath shaft. There was a vessel injury. Was performed to plain old balloon angioplasty (poba) was performed at the vessel injury site. The devices were discarded at the hospital.photos received by the fcs showed that the esheath was delaminated.

Manufacturer narrative:
This is 2 of 2 reports. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided device-related imagery was reviewed based on imagery review 'fully circumferential sheath liner delamination and liner bunching observed', the event was confirmed. In addition to the observations noted within the imagery review that the c-marker is present. A 3mensio imagery provided by the site and the patient's access vessels had presence of tortuosity. The esheath/esheath+ is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath/esheath+ is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the complaint was confirmed. Investigation results suggest/indicate patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal, excessive manipulation) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required. All complaints are reviewed against control limits which are managed.